Event description:
The reporter indicated that the pt is 100% pacer dependent. The lead became dislodged overnight. It was decided to use an active fixation lead and a direct fit into the pulse generator rather than use an adapter sleeve and go unipolar.